Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump has no power. The reporter stated the pump emitted a low battery alarm. The reporter stated that the battery as changed twice and did not resolve issue. The reporter denied trauma or moisture to the pump. The reporter denied damage to the battery cap. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed unusual call service alarms on the reported failure date recorded just after a replace battery alarm. There was no reboot observed between the two alarms in the black box. The pump powered on normally and a rewind, load, and prime sequence was performed successfully with no alarms. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump was opened for further investigation and there was no evidence of internal moisture observed. There was no damage found to the power circuit or the pcb. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.